Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's caregiver inquired via phone call on the meaning of an "unexpected restart alarm" that was received. Caller was educated on alarm. Caller declined troubleshooting.